Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose level was 470 mg/dl. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.